Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer required assistance to treat a low blood glucose level. Specific bg value was not provided. Customer was unable to provide additional information.